Event description:
Info received that the caster brake would lock and hold, but would rotate if pushed on side, no injury reported.

Manufacturer narrative:
Bed on 3rd floor, technician found that the caster brake would lock and hold, but would rotate if pushed on side, replaced caster to resolve this issue.